Manufacturer narrative:
During inspection and testing, the air/water nozzle was blocked with a black rubbery substance. A review of the device history record found no deviations that could have caused or contributed to the foreign material clogging the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the foreign material clogged the nozzle due to a product used with the endoscope (valve, silicone tube, etc.) Being broken, and the fragments entered the channel and were caught in the nozzle. However, a definitive root cause of the reported issue could not be identified. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): ¿operation manual_ preparation and inspection inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ olympus will continue to monitor field performance for this device. In addition, the light guide lens was chipped due to a shock caused by dropping or knocking the endoscope against a hard surface, the adhesive on the bending section cover was worn, the universal cord was peeling and wrinkled due to handling, and no water was fed through the device due to the clogging of the nozzle. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that, when preparing the subject device for a colonoscopy procedure, the air flow was weak. The procedure was completed with another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the air/water nozzle was blocked with a black rubbery substance. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.